Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
This supplement report is submitted to report additional information. The device referenced in this report was returned to olympus (B)(4). The subject device was sent to an independent laboratory, and the culture test was conducted. The test result showed that 80 ufc/100ml of microorganisms were detected from air/water channel of the subject device and, bacillus spp. Mesophiles and staphylococcus coagulase negative were identified with the amount of 14 ufc and 2ufc respectively. It was also reported that 5 ufc/100ml of microorganisms were detected from forceps elevator of the subject device and bacillus spp. Mesophiles was identified with the amount of 1 ufc. Therefore, the culture test result could not satisfy the (B)(4) regulation.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus medical systems corp. For evaluation. The manufacturing record of the subject device was reviewed with no irregularity. The subject device was reprocessed by an aer manufactured by (B)(4) with paa (peracetic acid) as a disinfectant solution however, an aer manufactured by (B)(4) with paa does not listed as a compatible reprocessing method in the instruction manual of the subject device. The exact cause of the event could not be concluded at this moment. If additional and significant information becomes available, this report will be supplemented.

Event description:
Olympus was informed that the subject device was tested positive for bacillus sp. With the amount of 40 ufc / endoscope when the user facility conducted a routine microbiological test. There was no report of patient infection associated with this report.